Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 11 months. The pump remains in use supporting the patient. No further issues have been reported. A root cause for the reported event and a correlation to the device could not be determined through this evaluation. The instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for 2.5 weeks due to a subarachnoid bleed that was revealed on a CT scan. Warfarin was stopped for 3 weeks, and the bleed resolved. The patient did not experience any residuals.